Manufacturer narrative:
It was reported that during the embolization procedure, the presidio 10 cerecyte microcoil 7 mm x 30 cm (pc410073030/(B)(4)) unintentionally detached in the middle section of an excelsior sl10 microcatheter (stryker). It is unknown when and how this happened but it was stated that no detachment was attempted at that time. Unknown if the coil got stuck in the microcatheter. The coil was safely removed from the patient and the procedure was continued using other products. It is unknown if the microcatheter was also replaced or not. The procedure was successfully completed and there was no patient injury reported. Prior to use, no defect (kink, bends etc) was noted on the complaint product by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The target site was a dissecting vertebral artery that was mildly calcified and mildly tortuous. The complaint product is going to be returned for analysis. No further information is available. The resheathing tool was found to have been advanced over the exposed soft braid. The coil was returned undamaged and still attached to the device positioning unit (dpu) by the detachment fiber. The detachment fiber is fully intact and undamaged with no signs of heat. The dpu passed electrical testing. The returned coil is a 7mmx30cm presidio with the label containing lot # j10547 attached to the returned bag. Therefore, the root cause of the coils unintended detachment inside the microcatheter cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the available and return of the device, the event was not confirmed because the coil was attached to the delivery system. Additionally, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
It was reported that during the embolization procedure, the presidio 10 cerecyte microcoil 7 mm x 30 cm ((B)(4)) unintentionally detached in the middle section of an excelsior sl10 microcatheter (stryker). It is unknown when and how this happened but it was stated that no detachment was attempted at that time. Unknown if the coil got stuck in the microcatheter. The coil was safely removed from the patient and the procedure was continued using other products. It is unknown if the microcatheter was also replaced or not. The procedure was successfully completed and there was no patient injury reported. Prior to use, no defect (kink, bends etc) was noted on the complaint product by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The target site was a dissecting vertebral artery that was mildly calcified and mildly tortuous. The complaint product is going to be returned for analysis. No further information is available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.